Manufacturer narrative:
All available information indicates that the device remains in service. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that a red alert was detected by the latitude system from this implantable cardioverter defibrillator (ICD) due to a high shock impedance measurement. Additional information was provided that since this was a single coil lead, it had known higher than average impedances. It was also noted that the lead checked out well; therefore, the physician chose to make no changes and continue monitoring the patient. Additional information was provided that when the device was checked, the shock impedances were 80 ohms. To date, there have been no reported adverse patient effects related to this clinical observation.